Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) tip cover accessory to perform failure analysis. The mcs tip cover exhibited localized melting, which is indicative of arcing at the mouth where the scissor tips exit 22.30 mm from the proximal end where the instrument inserts from. The probable root cause of thermal damage to the tip cover is attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the damage was located on the gray area of the monopolar curved scissors (mcs) tip cover accessory. No arcing was observed. The mcs tip cover accessory appeared to be properly installed, and no part of the orange section was visible after the tip cover was installed. The tip cover was not installed beyond the orange section, and an installation tool was used. No lubrication was used. There was no injury to the patient. The tip cover is available to be returned to isi, however, there are no photos or videos for isi to review. Patient demographic information was not provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The accessory involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors (mcs) tip cover accessory was broken. The procedure was completed.